Event description:
This case was reported from (B)(6) customer reported on a bravo ph capsule that ailed to attach. Capsule was still attached when removed. The patient was not injured following this procedure.